Event description:
It was reported through in-house inspection of returned capital equipment that the door on the 4590 fms solo irrigation pump device was cracked. During in-house engineering evaluation, it was determined that the device had a broken door. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device had crack door. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: broken door. Minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The shipment/storage damage was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device had crack door. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: broken door. Minor scratches on the unit. The repair of the device was however declined, and it is being placed into long term hold. The shipment/storage damage was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported through in-house inspection of returned capital equipment that the door on the 4590 fms solo irrigation pump device was cracked. During in-house engineering evaluation, it was determined that the device had a broken door. There was no procedure nor patient involvement reported. No additional information was provided.